Event description:
It was reported that a (B)(6) female patient ((B)(6)) underwent a ventricular tachycardia - both idiopathic and ischemic (vt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac perforation requiring pericardiocentesis and prolonged hospitalization. After the procedure had completed, a cardiac perforation was noticed in the patient. The cardiac perforation was discovered by the physician, while monitoring the patient on ultrasound. The physician had waited and monitored the patient for about 15-20 minutes and the cardiac perforation was not increasing in size. The patient's blood pressure then dropped. An echo technician was called in, and the cardiac perforation was confirmed via echo, while monitoring the outside the of the patient's heart. The medical intervention provided was a pericardiocentesis, and about 75cc of fluid was removed. The reporter noted that there were no abnormal readings during the procedure, and they had only ablated for about 3 minutes. The patient was reported to be in stable condition. The physician¿s opinion on the cause of this adverse event was the type of procedure caused the issue. Patient outcome of the adverse event was recovered. The patient required extended hospitalization because of the adverse event for intensive care unit (ICU) for monitoring. A transseptal puncture was not performed. No evidence of steam pop. Irrigated catheter was used in the event and the flow setting: 8 ml. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used: graph, dashboard, vector, and visitag with the visitag module parameters for stability: 2 mm 5 sec with additional filter used: 50% 5 grams and tag index.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).